Event description:
It was reported that within the first hour of dialysis treatment with polyflux 170 h, the patient experienced a type a hypersensitivity reaction. The treatment was terminated immediately and the patient was given unspecified anaphylaxis drugs. The dialyzer and the bloodline were changed for subsequent dialysis sessions. The patient was discharged with no further issues reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.